Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on all three channels. Short bursts of noise were over-sensed on the right atrial (ra) and right ventricular (rv) channels. Per technical services, it looks like electromagnetic interference (emi), possibly radiofrequency (rf) ablation, and it was recommended the health care professional (hcp) reach out to the patient and inquire about procedures on that day. Noise was not seen on other days. No therapy was given, both events stored as ventricular tachycardia (vt) with no subsequent therapy. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.